Event description:
A customer reported a sensor error message with the adc device, and was therefore unable to obtain sensor readings. The customer subsequently developed symptoms of shaking, dizziness, and seizure. The customer was treated with juice by spouse, and an ambulance was called. A healthcare meter result of 8 mmol/l was obtained and there was no indication that additional diabetes-related treatment was required.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.